Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation in support of this complaint. The actual sample was evaluated and the customers' indicated failure mode for foreign matter on cannula was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Confirmed manufacturing deficiency.

Event description:
It was reported that prior to using, there was foreign matter noticed on a bd vacutainer® flashback blood collection needle, 21gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.